Event description:
Dr was performing a lap chole procedure when the cannula shaft became detached from the valve assembly. Dr had some difficulty in removing shaft. After a minor delay, dr was able to remove it. He then continued with and completed the procedure; there was no adverse effect on pt and pt condition post-op was stable.